Event description:
It was reported that during implant, the physician noticed the coating of the guide wire coming off and getting lodged in the left ventricular lead. The physician was unable to pass another wire through the lead. The lead was not implanted. A new lead was given and the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).